Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. The lcd display screen was found to be broken. The device's lcd display screen was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator;s display screen was defective. The device was not in pt use.